Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had stopped charging the ipg and now it is inoperable. As a result, surgical intervention may be done in the future to replace the ipg.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019.